Event description:
I had the device inserted on the above date. I felt ok for the first few months by (B)(6) I started getting abdominal pain on the left side only lasted a few hours. In (B)(6) I get the pain again. Each month the pain would get stronger and last a little longer. By (B)(6) that year I started noticing bruising and how easy it was to bruise. And my anxiety was getting worse. By (B)(6) 2013 I was getting the pain and it was lasting a day or so. In (B)(6) I ended up having to leave work one day cause the pain was unbearable and I went to the ER. While there they preformed many blood tests and an ultrasound and everything came back normal. I was off work for a week and on toradol and naproxen for pain. The pain finally went away after 5 days. In (B)(6) the same thing was in lots of pain but had left over naproxen and that seemed to help. (B)(6) 2013 I woke up with unbearable left pelvic pain. I was nauseous from the pain and couldn't even walk the pain went all they way down my leg. My husband rushed me to the ER which is over an hour away. Same thing blood test after blood test and internal and external ultrasounds and still everything came back normal. I left the hospital with a prescription for oxycodon. The pains lasted about 5 days again. In (B)(6) the same thing. I went to the doc and same thing all tests were normal. So I suffered for a week. By (B)(6) and (B)(6) I was so depressed and I was just so tired all the time I had to quit my job cause the pain was getting stronger in intensity and lasting over a week. In (B)(6) I got the pain right on schedule every 28 days or so and it was so bad I got in to see my gyno asap he then prescribed. Tramodol for the pain which didn't take the pain away just made it more bare able and we discussed doing a laparoscopy to see what he could find. In (B)(6) I went back to see him cause even on the tramodol that month it was too much for me to handle. So he doubled the dose and we talked about a hysterectomy. In (B)(6) I was on vacation in (B)(6) and I had the pain so bad that even on the tramodol I couldn't move the pain was so much that it was taking my breathe away so we went to the ER and yet again blood tests and both ultrasounds done and nothing was found that could be causing the pain. So sent me home with percocet. 36 hours later I ended up back in the ER nothing was helping with the pain even the morphine didn't really help. Well the wait list for my gyn is so long that I had to find a new doc and travel 6 hours away from my house. Got in to see him on (B)(6) and on (B)(6) 2013 I had a hysterectomy to remove the coils. My doc said that there was so much inflammation in my uterus that my cervix had seized shut. It took me 6 weeks to physically heal from the surgery but mentally im still trying to deal with this whole situation. (B)(4).